Manufacturer narrative:
D10 concomitant product: unegiatri, unknown egia tri staple, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lung resection, when attempted to fire the reload, the stapler made a 'funny click' then the surgeon could not fire the reload. The surgeon was unable to squeeze the handle. The procedure was extended by 5 minutes. The stapler and reload were replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument's firing knobs were retracted and the articulation lever was in the neutral position. For functional testing, the instrument was successfully loaded with a reload and was able to load and clamp; however, it failed to cycle. An access hole was cut into the instrument body for internal visualization, revealing sheared teeth on the firing rack at the site of initial firing post clamp-up. It was reported that when attempted to fire the reload, the stapler made a funny click, then the surgeon could not fire the reload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.